Event description:
The customer was hospitalized for high blood glucose. The set was changed. The alarm history was accurate. Troubleshooting was performed. The lead screw test passed. However, the high-pressure test did not pass. Advised the customer to disconnect from the pump.